Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she noticed there was a long delay during the needle insertion and the needle retraction process. Her blood glucose reached 24.2 mmol/l (436 mg/dl) less than 4 hours after the pod was activated. She does not believe that the cannula was inserted properly into the infusion site.